Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device data was insufficient to obtain battery status. Further testing was performed to manually test electrical measurements, including pacing and sensing functions. The device operated appropriately with no interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide device evaluation results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported by the patient that they experienced dizziness and then blacked out. The following day, the device was changed out for normal battery depletion. No further information was able to be obtained. No additional adverse patient effects were reported.